Event description:
It was reported the rf (radio frequency) head would not recognize the device. Another rf head was used to interrogate the device. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device would not interrogate an implantable device, the cable was out of electrical specification. It was also noted that the label was missing its backing.

Event description:
It was reported the rf (radio frequency) head would not recognize the device. Another rf head was used to interrogate the device. No patient complications were reported as a result of this event.

Event description:
It was reported the rf (radio frequency) head would not recognize the device. Another rf head was used to interrogate the device. The rf head was returned for repair. No patient complications were reported as a result of this event.